Manufacturer narrative:
The instrument was confirmed to be unable to pass verification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system instrument outside of a procedure. The rep indicated that the thoracic probe was damaged. No patient was involved with this issue.